Event description:
Note: date of event is unknown. The event date was estimated to have occurred between (B)(6) 2009. It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal hemostasis procedure. According to the complainant, during the hemostasis procedure, the resolution clip was inserted down the scope and positioned within the patient to treat a bleed. However, the resolution clip would not advance from the catheter. The clip was not deployed and the entire device was removed from the patient. There was no visible damage to the device. A second resolution clip was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).